Manufacturer narrative:
Section h10: (h3) the broken device reported was likely the result of applying a bending moment to the reamer during use, which let to brittle fracture of the pilot tip feature.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, the tip of reamer broke off while reamer glenoid. Broken piece was easily retrieved. No time was added to the surgery and patient left the or in good health. Patient was last known to be in stable condition following the event. Device will return.